Manufacturer narrative:
A1,2,4;b3,6,7;d5,10;h4-information not provided. H6-code 400 - damaged firing mechanism. Conclusion: based upon the information received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
It was reported the device was used during a lavh. The device was fired. The staples were formed, but the device did not cut. The surgeon used scissors to complete the cut line. Another was opened to complete the case. No buttressing material was used. There was no consequence to the pt.